Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that patient's left hip was revised due to aseptic loosening of the acetabular shell (possible causes or contributors to loosening were not reported to the rep). The shell, liner, and head were revised.